Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their controller would not turn on; the screen was blank and unresponsive since yesterday. Pt attempted to reset the controller but that didn't resolve the issue. Pt charged the controller yesterday, and didn't think the battery should've been dead. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on. Pt then reinserted li battery and reported the screen stayed, but the green light on the front of the screen was not coming on. When pt disconnected from the ac power, the controller's screen went black and unresponsive again. Pt mentioned it sounded like there were small pieces rattling around inside of the controller. Pt said they had dropped their controller a few times in the past, and probably had something broken internally. Pt confirmed the rattling had started 2 days ago. The issue was not resolved. No symptoms were reported. Pt called back and stated they received the replacement controller and when they unplug the ac power supply cord the controller still became blank and unresponsive even though the controller was at 100. Pt stated they didn't even get a chance to plug the recharger in before the controller went blank. No visible damages on the ac power supply cord and the green light displayed on the ac power supply box. Ps closed case.